Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.

Event description:
Additional information was received indicating the lead was capped and replaced to resolve the event and the patient was in stable condition.